Manufacturer narrative:
According to the facility on (B)(6) 2022 during a procedure the staff and physicians heard a 'pop' sound and moments later the foley catheter came out of the patient. The staff inspected the catheter and it 'looked intact'. The following day the patient returned to surgery and a retained piece of the foley was removed from the patient's bladder. Per the facility there was no noted injury. No additional information is available. The device is not available to be returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 during a procedure the staff and physicians heard a 'pop' sound and moments later the foley catheter came out of the patient. The staff inspected the catheter and it 'looked intact'. The following day the patient returned to surgery and a retained piece of the foley was removed from the patient's bladder.